Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of below 40 mg/dl due to needing settings adjustments. Reportedly, the customer had already adjusted the pump basal rate settings with their healthcare provider. The customer declined follow up from tandem technical support.